Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that after a pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall isolation (pwi) procedure using a farawave pulsed field ablation catheter the patient experienced hematuria. 58 total ablation applications took place during the procedure. Use of the catheter to perform a pwi constituted off-label use of the device, as it is indicated to perform pvi per the instructions for use (IFU). The patient was hospitalized and administered intravenous fluids to manage hydration. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.